Manufacturer narrative:
Concomitant medical products: model: ddbc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013; model: 4470, competitor lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed t-wave oversensing (twos) on treated and monitored episodes. T he oversensing resulted in the patient receiving inappropriate therapy. Reprogramming was completed, and the lead remains in use. No further patient complications have been reported as a result of this event.